Event description:
The customer reported to olympus that an error code was observed while using the evis exera iii xenon light source during an unspecified diagnostic procedure causing a 1-hour delay with the patient under anesthesia. The procedure was completed using a similar device. No medical intervention was required. There was no further harm or user injury reported due to the event. Olympus technical assistance center recommended cleaning the scope contacts with alcohol, and if unresolved, the unit will need repair.